Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/01/2023, it was reported by a sales representative via (B)(4) that an abs-10061t prp kit would not output any fluid after processing 52 cc of whole blood. This occurred during an ocd debridement and repair they noticed that the machine was counting up output volumes without depositing any fluid. They paused the cycle and emptied the set; no fluid came out. The case was completed using whole blood to hydrate biocartilage instead of prp.

Manufacturer narrative:
The complaint allegation cannot be confirmed as the device was not returned for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely reason for the reported failure is a user error setting the device on the console.